Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. There was pacing inhibition of four seconds. The device was reprogrammed and the lead was to be extracted. At this time the lead remains in service. No adverse patient effects were reported. Additional information was provided that the right ventricular (rv) lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. There was pacing inhibition of four seconds. The device was reprogrammed and the lead was to be extracted. At this time the lead remains in service. No adverse patient effects were reported.